Event description:
The complainant reported a (B)(6) male patient presenting for impella support, pre-operative to coronary artery bypass graft surgery. During support, the patient developed an access site hematoma. Intervention was completed in the form of a blood transfusion.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2022-01292 was provided in sections b5, d6a, d6b, g1, h1, and h6. The investigation for the reported delivery issues has been completed. No impella device nor data logs were received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the hemolysis was most likely patient condition related, since volume loading resolved the issue. Instructions for use for the related event are as follows: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿patient conditions¿including catheter position, pre-existing medical conditions, and small left ventricular volumes¿may also play a role in patient susceptibility to hemolysis." "Hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was reported the patient experienced hemolysis while on support. Due to the patient's urine being red, volume was given for treatment. According to reports the treatment was able to resolve the issue.